Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2002, the patient presented with following pre-op diagnoses: post - discectomy low back pain. For which, patient underwent following procedures: anterior decompression l4-5 and l5-s1; anterior lumbar fusion l4-5 (16 x 26) and l5-s1 (16 x 23) with 2 large kits bmp. Per op-notes, surgeon sized the disc and elected to use a 16 x 23 mm cage. Two cages were placed at l5-s1, countersunk 6 mm. One sponge of bmp was placed lateral to each cage and 2 sponges in each cage. The process was repeated identically at l4-5. There was a central disc herniation at this level and an annular tear. Surgeon placed two 16 x 26 mm cage at l4-5. One bmp sponge lateral to each cage and two per cage were placed. Position was checked and appeared to be excellent visually. Patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.